Event description:
Customer reported a malfunction on the pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer, with assistance from technical support, continued using the pump and rejoined the existing sensor session. Technical support decided to replace the pump due to repeated malfunctions and instructed customer on returning the problematic pump and managing the replacement pump, which would have updated software. Customer acknowledged instructions and opted for delivery with a signature requirement.